Event description:
Löwenstein medical technology has received information about a potential incident in which this device failed during therapy. It is reported that no one has been harmed. There is currently no further information about this incident. We are gathering further information about this potential incident.

Event description:
Löwenstein medical technology has received information about a potential incident in which this device failed during therapy. It was reported that the battery did not get activated during a short power outage in the patient's home. Ventilation was resumed once power was restored. It is confirmed that no one has been harmed.